Manufacturer narrative:
B5 - reportedly, problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/2.5/84 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to lens dislocation/subluxation. The cause of the event is unknown.